Event description:
When the shower chair is in use, the legs allegedly spread outward to the edge of the tub. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) was issued for the return of the device. This model 9780 shower chair had no serial number or date code provided. Therefore, the manufacturer is unknown and the age of the device is unknown. The latest revision of the users manual part number 1122173 rev c (jan-09) will be used for this documentation. It is unknown if the consumer has fully read and understands the users manual. On page 1 the following warning is provided: "warning - do not install or use this equipment without first reading and understanding this instruction sheet. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel, before attempting to install this equipment - otherwise, injury or damage may occur." The consumers medical condition, stability and medication regimen is unknown. The following warning are provided on page 1: "all four leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use the shower chair if it is wobbly or unstable. The shower chair legs have suction feet. Check the suction feet for rips, tears, cracks or wear. If any of these conditions exist, replace them immediately. Users with limited physical capabilities should be supervised or assisted when using the shower chair. The size of the tub/shower is unknown. On page 1 the following warning is provided: "this product should only be used with tub floors wider than 16-inches." The consumers technique using the shower chair is unknown. Poor technique may cause the chair legs to spread out. On page 1 the following warning is provided: "the shower chair is not to be used as a transfer bench, transfer device or climbing device." It is unknown if there was additional loading to the device. The consumer's weight is unknown. On page 1 the weight limitation is provided: "these shower chairs (models 9780 and 9781) have a weight limitation of 400 lb (182 kg) each."